Manufacturer narrative:
Correction to g2 to add the foreign country australia. This report is being supplemented to provide additional information based on results of the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where there was play on the angulation control knob, the up angulation was insufficient, the connection cover was shaved, the bending section rubber glue was lifted, the insertion section was deformed and the venting connector mouth piece was deformed. However, this defect is not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Despite multiple good faith attempts the user's positive culture results and cleaning disinfection and sterilization practices could not be obtained and the user's complaint could not be confirmed. Based on the results of the investigation a root cause could not be determined. The following is included in the device instructions for use (IFU): "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." If additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.

Event description:
As reported, the device had three positive micro test results. The issue found during reprocessing. There was no patient involvement associated on this reported event.

Manufacturer narrative:
Customer was asked and were provided link survey and questionnaire (genca guidelines around failed micro tests). Customer' was also asked to include the 3 completed micro tests as per genca guidelines, the test result certificates and cds checklist. Investigation is ongoing. This report will be supplemented accordingly following investigation.